Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Initially, the reported fault could not be reproduced, but the fse verified and calibrated the master tool manipulator right (mtmr). The issue occurred again after the fse visit and the fse will be dispatched again to review the system, however, has been unable to do so as of the date of this report due to high volume of procedures. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system presented error 23017. This error was recovered so that the procedure could continue. The procedure was already nearing completion, but the error was occurring repeatedly, so the surgeon decided to finish the procedure by laparoscopy. The procedure was converted to laparoscopic surgery with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched again and replaced the master tool manipulator right (mtmr) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The mtm was installed onto a known good system where the error was triggered indicating fault on the axis 6, replicating the reported event. The mtm2 was then installed onto a test platform where power up was found to be failing on the axis 6. Once testing was completed, the axis 6 motor was verified to be the source of the fault. The complaint was confirmed by failure analysis. The probable root cause may be attributed to electrical and fiberoptic defects associated with the axis 6 motor.